Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier jaws were misaligned, and the clip did not work properly because the tip did not stick. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was continuing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the clip applier instrument was inserted into the patient¿s body, the clip fell off before clipping. The clip was retrieved during the same procedure. The customer used medium-large hem-o-lok clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (10 mm for medium-large clip applier).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported issue could not be replicated or confirmed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions on several attempts. The clips opened and closed properly. A clip test was performed on the instrument and it passed 2 of 2 attempts. The instrument was fully functional and no product issue was identified.